Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens in the pt's left eye. Lens was inserted and removed during the initial surgery. Lens was inserted upside down. Lens was removed with no enlarged incision and no sutures. There was no pt injury. Backup lens, same model and size was implanted. Cause of this event was due to loading error.

Manufacturer narrative:
(B)(4). Visual inspection of the returned product found stuck inside of dried lens vial. Unable to see if there's damage to the lens. Lens was returned dry. There was evidence of clear surgical residue on product. Conclusion: based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to user error. #(B)(4).